Event description:
It was reported that a revision surgery was performed due to pain and a loose femoral component in the left due to lack of proximal fixation. The patient had a revision with a trochanteric osteotomy to get prosthesis out and fixed.

Manufacturer narrative:
Additional information: no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.